Event description:
Teleflex medical customer service in another country, reported a facility alleges one of the two applier jaws got detached during the endoscopic surgery. The facility stated resistance to the closing of the applier (probably due to a stone) occurred before the incident. No add'l info is available at this time.

Manufacturer narrative:
Cont: the device has been requested for evaluation but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if add'l info becomes available.